Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 40 to 53 mg/dl at the time of the incident. The customer's blood glucose was fluctuating from low to highs of about 300 mg/dl. The pump was keeping the customer out of auto mode in the previous weeks and the customer does not get notified of lows when they are in auto mode. The customer was at 103 mg/dl at the time of the call. The customer used food and juice to treat. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. Troubleshooting was completed. The customer had 3 low events over the past week and had lows on (B)(6) 2017, (B)(6) 2018. The customer had sensor glucose versus blood glucose differences. The insulin pump will be returned for analysis.